Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced erroneous results after use. This event occurred 60 times. The following information was provided by the initial reporter: the customer stated ¿high mean corpuscular hemaglobin concentration (mchc) values are frequently observed with the tubes.¿

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results (high mchc values) were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced erroneous results after use. This event occurred 60 times. The following information was provided by the initial reporter: the customer stated ¿high mean corpuscular hemaglobin concentration (mchc) values are frequently observed with the tubes.¿